Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it displaying the patient circuit disconnect alarm, delivering low inspiratory pressure and low vte (exhaled tidal volume) was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was due to the efm.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that it was delivering low vte (exhaled tidal volume) and displaying the patient circuit disconnect alarm.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating had logged alarms due to low inspiratory pressure. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01185-002. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, catalog #, of the initial medwatch report stated: prt-01185-002. Section d4, catalog #, of the initial medwatch report should have stated: prt-01201-000. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 07/06/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).